Event description:
Adverse event(s): "overcorrection" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a pt with overcorrection following intraocular lens (iol) implant surgery. The surgeon reported the pt was unhappy with the results.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested and received. (B)(4).